Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's rca. Upon initial inflation, the balloon burst and the partially expanded stent migrated from the target lesion site. The delivery system was withdrawn without complication and another balloon catheter was used to fully expand the stent. Another coronary stent was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.